Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Broken nozzle confirmed complaint: luer lock broken off. Nozzle bent. Replaced nozzle extension and luer lock. Repair order 98150 1216677-2022-00108 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. Review DHR. Inspect returned samples. Analysis and findings complaint . Distribution history: this complaint unit was manufactured at csi on 09/10/2020 under wo # (B)(4) and shipped on 10/22/2020. Manufacturing record review: DHR-278761 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed that the luer lock was broken off and the nozzle was bent. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that the unit was dropped. Corrective actions. The nozzle extension and luer lock were replaced. The unit was tested and found to be acceptable and was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Broken nozzle. Confirmed complaint: luer lock broken off. Nozzle bent. Replaced nozzle extension and luer lock. Repair order (B)(4). 1216677-2022-00108-1 wallach ultra freeze (B)(4) e-complaint(B)(4).